Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion, exposing the electrode holder. Subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: there was no extrusion as previously reported.